Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported constant downstream occlusion error, which was reproduced during evaluation. A review of the event history log identified downstream occlusion messages. Visual inspection found the cause was a downstream tubing guide being out of adjustment. The reported condition was verified. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. The problem happened during testing in the biomed service department. There was no patient involvement. No additional information is available.